Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen is blank. The customer's blood glucose reading was 219 mg/dl at the time of incident. Troubleshooting found that the display came back on when a new battery was installed but goes blank when the act button is pressed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates and the pump functioned properly. No blank display, display anomaly, noise anomaly or unexpected audio/beep anomaly noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart tests. All operating currents tested normal. However, moisture damage was found on the electronic and motor assembly. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. The pump was received without the original pump belt clip. No damage on the pump belt clip slot noted.